Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "one of the pins of the 4-in-1 cutting block broke off."